Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, a rosen guidewire was inserted through the lumen but was unable to advance more than 3-4 cm with multiple attempts. A second rosen guidewire was opened and inserted and encountered the same inability to advance. Also, there was fluid leak reported. The catheter was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.